Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing increased low back pain. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing increased low back pain. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing increased low back pain. The patient underwent an ipg replacement procedure.